Event description:
As reported: there was a lot of surface bleeding after the manta deployment. Manual pressure was held. Access site was ballooned for five min. One unit of prbcs (packed red blood cells) was given intravenously. Additional information received on 18jan2022: during a tavr procedure, ultrasound and micro puncture single access was obtained. Access was in the left groin and located mid femoral head. The left cfa measured 8.7 x 9.2mm with moderate posterior calcification. The left iliac had almost a 90-degree deep dive in regards of tortuosity. Manta depth was measured at 4 + 1 = 5cm. There were no issues with advancing or withdrawing procedure sheaths during the tavr case. Prior manta deployment, bp was 150/68mmhg, act was 320, and 10,000 units of heparin and 75mg of protamine were administered intravenously. The manta was deployed at the measured depth. Time to hemostasis was 15 minutes. The physician deployed a 9 x 40 x 200mm ptca balloon at the left cfa access site. Current patient condition is reported as stable.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos of access, ballooning and final angio were submitted for investigative purposes. The device lot history record review indicated no non-conformities related to this lot therefore supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the left common femoral artery. Arteriotomy was noted as 8.7mm x 9.2mm with moderate calcification, posterior calcification, depth deployment measurement of 4cm + 1cm, and the left iliac had almost a 90° deep dive. Procedural preparations listed in the IFU state to confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Ultrasound and micro-puncture were utilized to gain a mid-femoral head positioned access. No issues were encountered advancing or withdrawing the procedural sheaths. Activated clotting time (act) was 320, protamine was administered; however, it is unknown when act was measured or when the protamine was administered. Procedure requirements list activated clotting time (act) should be below 250 seconds prior to closure. Following deployment, copious surface bleeding was present. Manual pressures were applied, balloon inflations administered, and the patient was transfused one unit of packed red blood cells. The root cause of the access site bleeding is likely due to a tract deployment. The angiograms were reviewed and confirmed the lock appeared far away from the vessel indicative of a tract deployment. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is inconclusive. The risk of failing to achieve hemostasis and access site complications requiring balloon intervention and blood transfusion are possible adverse events related to the deployment of vascular closure devices. Additionally, precautions, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.